Manufacturer narrative:
Submit date:5/25/2016. The device history record (DHR) for lot 15j196862x indicates that there were no issues found in (B)(4) samples inspected from each machine per the lot. There were five unpackaged and unbanded vistec element sponges returned with this complaint. The samples received contained short fibers from the sponges when shaken. A photo was attached to the complaint that showed several stacked sponges but the photo did not show any linting. The reported condition is confirmed. The root cause for the linting is that when the gauze is slit into assigned widths using short fibers are created. A vacuum system connected to the slitting process should pull the fibers from the slits. Prior to a lots release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, a visual inspection for contamination is performed during each inspection. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (CAPA) was opened because of linting and short fibers and is currently in the open investigation stage. The corrective action plan for this CAPA is to: develop a process to measure the amount of short fibers per sponge. Install a system to signify if the vacuum is working on the tenter and is on. Increase the amount of suction on the tenter vacuums. Create a system to make sure all knife assemblies in process described are aligned properly before the cutting process. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date:03/11/2016.an investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports the gauze is shedding. Gauze was not unfolded.